Event description:
It was reported that the patient received a vibratory alert. Device interrogation indicated back-up vvi (bvvi) mode without hv therapy. Analysis of the device image showed more than 100 hv charges without therapy beginning four months prior that effectively depleted the device to eol battery state. Egms revealed crosstalk and false vt/vf diagnosis as causing the hv charging. Twiddler's syndrome was diagnosed; the leads were dislodged. The system was explanted/replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.